Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving 15mg/ml bupivacaine at 5.976mg/day, 200mcg/ml baclofen at 79.68mcg/day, and 40.0mg/ml morphine at 15.936mg/day via an implantable infusion pump for spinal pain. It was reported that the patient's pump had alarmed. The patient inquired about the risks of not getting it filled. The patient stated they heard their pump alarm (single tone) and also that they missed their refill last thursday ((B)(6) 2017) due to being evacuated because of hurricane irma. The patient stated they don't know when they'll be going home because they don't have electricity. The alarm was consistent with the pump alarm. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was evacuated from naples due to hurricane irma. It was reported the hcp attempted to reach the patient multiple times on (B)(6) 2017 prior to the evacuation but the patient did not answer. Multiple voicemail's were left. It was reported that the patient evacuated to nyc and the patient had an appointment for pump analysis, reprogramming, and refill there. It was reported that the issue was resolved. No further complications were anticipated/reported.